Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. Both cuffs were fully deflated and no defects or restrictions noted. The inflated sample was leak tested under water and no leakage detected. The sample remained inflated for four hours and no issue noted. Both cuffs deflated and no issue noted. The returned unit was inflated / deflated three times and no issue noted.